Event description:
It was reported that the device has a delaminated downstream occlusion (dso) seal, a cracked battery compartment, and a cracked battery door lock. Discovered during testing. There was no patient involvement.

Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. One device was received for evaluation. The complaint was confirmed through device analysis. The downstream occlusion seal was delaminated, and the battery compartment has a crack in it. Replaced downstream occlusion seal, battery compartment, door, separators, insulator, gaskets, keypad, and labels. Updated software. Calibrated occlusion sensors. The device passed all functional testing after the repairs. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.